Manufacturer narrative:
Additional information: a5a, a5b, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted breakage in the tube. Functionally, performed the leakage test on the device returned and the result was failed. It was reported that the circuit did not pass leak test with the mechanical fan. The fan was changed but continued to indicate failure. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli10 and 20: it was reported that the circuit did not pass leak test with the mechanical fan. The fan was changed but continued to indicate failure. The entire circuit was changed. There was no patient involved. Pli30: it was reported that the 980 ventilator did not pass the leak test portion of the short self test (sst). There was no patient involved.

Manufacturer narrative:
D10 concomitant product: 300/1378, 3300/13783 adt anaesthesia circuit pvc, lot# 24m0434fax. Pb980, pb980-s 980 ventilator unknown, lot# p1366. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.